Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #4rsf009a, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot #4rsf009a, no CAPA was required. (B)(4) continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention. Additional information was received on 07/29/2015. Global ptc number and results were added. Text was amended accordingly.

Event description:
Based on additional information received on 30-jan-2017 from the nurse, this case became medically confirmed. This unsolicited device case from united states was received on 23-jul-2015 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and experienced excessive swelling in left knee, pain and got knee aspirated. The patient had past treatment with synvisc (in 2009) in both knees and synvisc one once a year for 4 to 5 years. No concurrent condition was reported. The patient's medical history included abnormal electrocardiogram , diabetes mellitus type 2, esophageal reflux, hyperlipidemia (mixed), hypertension systolic, intestinal disorder diverticulosis and umbilical hernia, osteoarthritis (both knees and hands). The patient had allergy to bandage, drug allergy prochlorperazine edisylate (compazine): jaw locked; doxycycline: dizziness; piroxicam (feldene): rash where sun it). The patient's concomitant medications included: fish oil, atorvastatin, calcium citrate, celecoxib (celebrex), ascorbic acid/calcium/ minerals nos/retinol/tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver), cholecalciferol (vitamin d3), hydrochlorothiazide, hydrocortisone acetate, metformin hydrochloride/sitagliptin phosphate (janumet), macrogol (miralax), pantoprazole sodium, estrogens conjugated (premarin), ramipril, ciclosporin (restasis), paracetamol (tylenol) and venlafaxine hydrochloride. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 4rsf009a; expiration date: 30-sep-2017) into left knee for osteoarthritis. It was reported that the patient experienced excessive swelling in the left knee. On an unknown date, the swelling had decreased. It was reported that because the swelling had decreased, the doctor decided not to aspirate and prescribed her a methylprednisolone (medrol) -cortisone pack. On an unknown date, after unknown latency, the patient had increased swelling and pain. It was reported that the patient returned to the physician who aspirated knee (knee effusion) and suggested never to have this product again. The patient was advised to use ice and take rest. On (B)(6) 2016, the patient had total left knee replacement. It was reported that the patient did not get medical or laboratory tests done. Also reported that the patient did not visit emergency room for the problem and was not admitted to the hospital. Corrective treatment: methylprednisolone (medrol) and cortisone for excessive swelling in left knee; rest and ice for pain; knee aspirated for event of "knee aspirated". Outcome: recovering for excessive swelling in left knee; recovered for pain; unknown for knee aspirated a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 38463 the production and quality control documentation for lot # 4rsf009a, with expiration date (09/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 4rsf009a, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for excessive swelling in left knee. Additional information was received on 29-jul-2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 30-jan-2017 from the nurse. This case became medically confirmed. The additional events of pain and knee aspirated were added with details. The patient's medical history, allergic history and concomitant medications were added. Clinical course updated and text was amended accordingly.

Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and experienced excessive swelling in left knee. The patient had received synvisc one once or twice in the past and had also received the synvisc series. No medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 4rsf009a; expiration date: 30-sep-2017) into left knee for osteoarthritis. It was reported that the patient experienced excessive swelling in the left knee. On an unknown date, the swelling had decreased. It was reported that because the swelling had decreased, the doctor decided not to aspirate and prescribed her a methylprednisolone (medrol) - cortisone pack. Outcome: recovering. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention.